Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and shocks due to what seemed to be atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) observed noting there were many events for which the electrograms (egm) had been overwritten. Ts noted one event for which all eight shocks were delivered, but no egms were available. Ts discussed options for programming until rate is under control. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.